Event description:
It has been reported to philips that the system will not boot past 00:00:00. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting completely. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and reinstalled software. After replacement of the flexvision pc and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.